Event description:
Related manufacturer number: 3006705815-2022-13918. It was reported the patient wasn't experiencing adequate pain relief. As a result the entire scs system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.